Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for revision of patient's knee on (B)(6) 2018. The patient had index right knee replacement out of cors scope. Patient returned for pain and dysfunction. Only the liner was revised on (B)(6) 2015. All other components were retained. The patient returns with pain and it was diagnosed with loosening of the patellar component. The liner and patella were exchanged on (B)(6) 2018. (We don't have the data on the index patella, since it was placed prior to cors scope)".

Manufacturer narrative:
An event regarding loosening involving an unknown patella was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: rejected for medical review by (B)(6): need primary operative reports, clinical reports, histopathology reports, office notes, serial x-rays and examination of the explanted components. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, 'operative reports, clinical reports, histopathology reports, office notes, serial x-rays and examination of the explanted components' are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for revision of patient's knee on (B)(6) 2018. The patient had index right knee replacement out of cors scope. Patient returned for pain and dysfunction. Only the liner was revised on (B)(6) 2015. All other components were retained. The patient returns with pain and it was diagnosed with loosening of the patellar component. The liner and patella were exchanged on (B)(6) 2018. (We don't have the data on the index patella, since it was placed prior to cors scope)".